Manufacturer narrative:
This report is submitted on june 24, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the physician, the patient experienced a loss of osseointegration of the implant for unspecified reasons on (B)(6) 2019. It is planned that the patient will be re-implanted on (B)(6) 2019.